Event description:
This patient had two cypher stents implanted in his left anterior descending artery (lad) and right coronary artery (rca) in 2004 following a myocardial infarction. Plavix was discontinued 7 months post stenting and in 2006, the patient suffered a late stent thrombosis.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2008-00284 and 3003742446-2008-00285. This male patient experienced late stent thrombosis approximately 7 months post cypher stent implantation. Medical history and clinical / procedural details were not available. Plavix was prescribed post-procedure but had been discontinued prior to the event. The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. After review of the very limited information available, it is not possible to determine what factors may have contributed to this event.